Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an out of range shocking impedance. A revision was performed, and the df-1 setscrew was retracted easily. The lead was inserted and the setscrew tightened. The impedance went to normal. It was speculated that the air pressure from inside the device port pushed the lead off of the setscrew and placed the lead on the port side of the setscrew.